Event description:
It was reported that the ilet user experienced high blood glucose and later observed a bent teflon 23 cannula with blood at removal, associated with improper loading of the applicator and manual insertion that led to incorrect infusion set deployment and connection to the cannula. Symptoms included hyperglycemia with a recorded value of 364 mg/dl and dizziness, and the pump displayed a high glucose alert. Outcomes included a delay to appropriate insulin therapy. Investigation included communication with the user and review of information provided, along with troubleshooting and education that enabled correct insertion using the proper steps and provision of instructional videos. Investigation of this case revealed no device malfunction, identified a usage problem related to improper or incorrect procedure, and implicated the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.